Manufacturer narrative:
Concomitant medical products: 6945-65 lead implanted (B)(6) 1999; h601h35 annuloplasty ring implanted (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have been inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response that the device classified as ventricular tachycardia (vt). Undersensing was also noted on the right atrial (ra) lead. The crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the at and af therapies were disabled because vt or ventricular fibrillation (vf) was detected after at and af therapy was delivered.